Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the setscrew marks on the connector pin were too proximal. Continuation of d11: product ID d154vrc lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2016 . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room because their device was beeping. Upon interrogation, a lead integrity alert (lia) had been triggered for the right ventricular (rv) lead due to high impedance. And non-sustained tachycardia. The lead was also thought to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.